Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that a patient was experiencing pain at the pocket site. The ipg was sitting at an angle in the pocket. The patient underwent a revision. The patient is reportedly doing fine.